Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of over 600 mg/dl with ketones identified as life threatening by a healthcare provider. Additionally, the customer experienced "issues with vision and right foot not really functional"; cause of bg was unknown. The customer delivered a bolus via the pump prior to going to the ER, and was treated with intravenous fluids of saline and insulin and insulin drip and anti nausea medicine while in the hospital. Customer was discharged 2 days later, (B)(6) 2024 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.